Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt, the battery voltage was found to be 2.291v which is below eol. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the initial inability to communicate could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced. The patient condition is stable.